Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported migration appears to be a cascading event of the tissue injury. The reported tissue injury appears to be related to challenging patient anatomy (fragile leaflet). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, prolapsed anterior leaflet, friable leaflets. A mitraclip xt (41028r1044) was inserted and deployed on the mitral valve. To further reduce mr, a second clip, a mitraclip xt (41028r1045) was inserted. However, a leaflet tear was confirmed, and the first clip (41028r1044) had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, the second clip was deployed on the mitral valve. To further reduce mr, a third clip, a mitraclip xt (50508r1072), was inserted and grasping was performed. However, difficulties grasping the leaflets occurred. It was noted that during grasping, the posterior mitral leaflet side arm tip of the second clip (41028r1045) was observed to protrude into the left atrium (la) and become tilted and appeared that the clip had perforated a leaflet. Fluoroscopy was performed and revealed that the first and second clips appeared stable on the leaflets with no significant changes. The third clip, (50508r1072), was deployed on the mitral leaflet. The clip was noted to be stable on the leaflets. After removing the steerable guide catheter (sgc), the third clip, (50508r1072), was confirmed to detach from the posterior mitral leaflet (pml) and remained attached to the anterior mitral leaflet (aml) (single leaflet device attachment/slda). Imaging revealed damage to p2, and a leaflet tear was suspected. Mr remained at a grade of 4+. The procedure was completed. There was no clinically significant delay in the procedure.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, prolapsed anterior leaflet, friable leaflets. A mitraclip xt (41028r1044) was inserted and deployed on the mitral valve. To further reduce mr, a second clip, a mitraclip xt (41028r1045) was inserted. However, a leaflet tear was confirmed, and the first clip (41028r1044) had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, the second clip was deployed on the mitral valve. To further reduce mr, a third clip, a mitraclip xt (50508r1072), was inserted and grasping was performed. However, difficulties grasping the leaflets occurred. It was noted that during grasping, the posterior mitral leaflet side arm tip of the second clip (41028r1045) was observed to protrude into the left atrium (la) and become tilted and appeared that the clip had perforated a leaflet. Fluoroscopy was performed and revealed that the first and second clips appeared stable on the leaflets with no significant changes. The third clip, (50508r1072), was deployed on the mitral leaflet. The clip was noted to be stable on the leaflets. After removing the steerable guide catheter (sgc), the third clip, (50508r1072), was confirmed to detach from the posterior mitral leaflet (pml) and remained attached to the anterior mitral leaflet (aml) (single leaflet device attachment/slda). Imaging revealed damage to p2, and a leaflet tear was suspected. Mr remained at a grade of 4+. The procedure was completed. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.